Event description:
After the lens was inserted into the pt's eye, it was noticed the haptic was missing. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
This form was completed by the manufacturer.